Event description:
It was reported that the patient¿s foot was very swollen and numb. Initially there was no pain. The patient stated that they had not done any extra activities. The patient also stated that the first day he put on the unit, he had on a pair of paints with 6 zippers, clips, and metal chains. When he took off his pants the pins and needles went away. It was later reported that the patient spoke with their doctor who advised to expect some swelling and pain but to continue treating. The patient stated the swelling had subsided but was now experiencing some pain. The patient wanted to continue treating because the doctor said to expect pain. No further information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Additional information: b4: date of this report, b5: additional narrative, h4: device manufacture date, h6: method, results, conclusions. Corrected information: a: patient identifier, b2: outcomes attributed to adverse event, h6: component code. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported that the patient¿s foot was very swollen and numb. Initially there was no pain. The patient stated that they had not done any extra activities. The patient also stated that the first day he put on the unit, he had on a pair of paints with 6 zippers, clips, and metal chains. When he took off his pants the pins and needles went away. It was later reported that the patient spoke with their doctor who advised to expect some swelling and pain but to continue treating. The patient stated the swelling had subsided but was now experiencing some pain. The patient wanted to continue treating because the doctor said to expect pain. No further information was provided. It was later reported that the patient's doctor told him to keep using the device even though he feels an electricity-like feeling running through his body even when the device is off. The patient stated that he sought a second opinion and that the doctor told him his surgery is all wrong and he would need another surgery to correct it. The patient has not used the device since the initial complaint and does not plan to resume treatment in the future. No further information was provided.